Event description:
Severe hypotension, fever, septic shock. Reported received in october 2004 from a physician regarding a pt (identifiers, age, and gender not provided) who received seprafilm (indication unk) approximately two and a half years ago. During the immediate post-operative period, the pt presented with severe hypotension, fever, and clinical symptoms suggestive of a septic shock state. The pt was re-operated upon and the abdomen was washed. There were no remnants of seprafilm found during the second surgery. The pt did not have positive cultures or other signs of abdominal infection. The pt's condition improved and soon recovered. It was the opinion of the physician that the events were related to seprafilm and that the events were of allergic relation. No further info was provided. MFR's comment: please refer to sflm-10104 for an additional report of severe hypotension, fever, and septic shock from this physician. H6: no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.